Event description:
Customer reportedly received results of 238 mg/dl and 113 mg/dl within 10 minutes on the advantage system. Customer also reportedly received results of 564 mg/dl and 90 mg/dl within 10 minutes on the advantage system.the customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.